Event description:
The customer reported that the system would display a blank screen. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the ps1 and ps2 power supply. The system was tested and found to be working as intended and put back in service.